Event description:
The distributor reported on march 27 that the keypad buttons did not activate desired pump functions when pressed. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 06/05/2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. The evaluation revealed that the keypad buttons were intermittently responsive and required multiple button presses in order to elicit a response. The keypad buttons did not have normal spring back. There was evidence of contamination found under the key contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.